Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (check therapy pad messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cable connecting ECG "a", ECG "b", and the front therapy electrode was pulled from strain relief separating the front pulse wires in the distribution node (dn). The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned a patient's electrode belt and reported that the patient was receiving "check therapy pad" messages.